Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had complaints of shortness of breath and dyspnea on exertion the day after the implant. A chest x-ray showed a left sided pneumothorax. A chest tube was inserted which resolved the pneumothorax. The lead remains in use. The patient is enrolled in the systems longevity study. No further patient complications have been reported as a result of this event.